Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The hygiene microbiological investigation report is pending. The device evaluation found no further issues. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for multiple colony forming units (cfus) of gram negative and positive colonies which were not identified by name. All channels were sampled with the issue found in the instrument channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third party testing and the legal manufacturer's (lm) final investigation. The lm reviewed the customer provided cleaning sterilization and disinfection (cds) processes, in addition to the olympus endoscopic support specialist's observation report of reprocessing processes at the user facility, where no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: instrument/suction channel. Bacterial identification: bacillus thuringiensis, pseudomonas japonica. Sampling from: insertion section. Bacterial identification: staphylococcus capitis. Sampling from: auxiliary water channel. Bacterial identification: delftia lacustris, delftia tsuruhatensis. Sampling from: air/water channel. Bacterial identification: micrococcus luteus. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.